Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens, -10.5/+2.0/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) upside down. This occurred on (B)(6) 2021. The lens was implanted and removed intraoperatively. It was replaced with an alternate lens at a later date and the problem is resolved. Reportedly, no patient injury occurred and the cause of the event is reported as unknown.